Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. The reported entrapment was likely due to anatomical conditions. It is likely that the tip of the barewire became entrapped within the occluded stents and during the attempt to remove, the tip became caught on the stents and separated. As a result, unexpected medical intervention was required to trap the separated portion of the barewire with another stent. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a totally occluded previously stented lesion in the distal left superficial femoral artery (sfa). The barewire guide wire was advanced to the target lesion and a crossing catheter was advanced however could not pass through the occluded stents. The barewire was pulled back however it became hung up on the stent struts of one of the implanted stents and the tip separated. Another stent was implanted trapping the separated portion of the barewire and completing the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.